Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3998, lot# v007451, implanted: (B)(6) 2006, product type: lead. Product ID: neu_recharger_acc, product type: recharger. (B)(4).

Event description:
The consumer reported intermittent and erratic therapy. The patient stated he was told by the manufacturer's representative at implant the implantable neurostimulator (ins) would quit working after 9 years. The patient said that this (B)(6) would be 9 years, but recently the stimulator had been going in and out. It would work sometimes and then not work. It could be a minute in between or it could be 10 minutes. Sometimes, the patient could bend a certain way and the stimulator would kick back in. Relevant medical history included complex regional pain syndrome type 1. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer via the manufacturer representative reported that there was a loss of stimulation and high impedances. The event cause was unknown, and the issue was identified with the clinician programmer. The entire system was explanted and replaced. The lead, extension, and battery were replaced, and a new lead and battery were implanted. It was noted that the battery had been at end of life (eol). It was further reported that the patient had excellent coverage of painful areas (left knee to ankle), and all impedances were within normal range. If additional information is received, a follow up report will be sent.